Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on (B)(6) 2012. The strip lot #d160613-1 was manufactured on 06/13/2016 and expired in 06/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same batch (lot #d160613-1), the control solution tests for level low were 60/62 mg/dl; for level high were 235/236 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 after receiving varied results from her prodigy diabetes glucose meter. The end user's metformin had recently been changed from 2000 mg/dl to 500 mg/dl daily. The end user was dizzy with blurry vision and later passed out. Her blood glucose reading at the time of the medical event was 112 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 79 mg/dl. The end user was instructed to eat peanut butter and drink a soda to assist in stabilizing her blood glucose. No additional details were provided in relations to this medical event.